Manufacturer narrative:
Revision occurred after 3 months due to pain arising from allograft failure. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 months after the primary surgery which occurred (B)(6) 2024. No fall or other trauma reported. Prior revisions had been performed not involving fx. Revision occurred due to pain following failure of allograft prosthesis composite. 36/14 120 mm system stem and 40 mm + 9 humeral stability cup explanted. These parts were replaced with a 32/08 180 mm system stem, 49 mm + 3 humeral stability cup, and 4 cortical screws.